Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On 03/21/2026 at approximately 4:00 pm, the patient reported a bg meter reading of 440 mg/dl while the cgm displayed a reading of 250 mg/dl. At that time, the patient was experiencing fatigue, blurry vision, and difficulty walking due to weakness. The patient presented to the emergency room (ER) for evaluation. At the ER, the patient¿s bg meter reading was confirmed to be 440 mg/dl. The patient was treated with intravenous (IV) insulin and remained hospitalized for at least 24 hours. It was also reported that the patient returned to the ER on (B)(6) 2026 at approximately 10:00 am; however, the patient was unable to recall details of this subsequent ER visit. At the time of reporting, the patient stated that there had been no change in his condition. The patient planned to follow up with his primary care physician the following day. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.